Event description:
The pt was anesthetized for a push endoscopy procedure. During anesthesia a peep valve was incorrectly installed on the inspiratory side of the breathing circuit blocking flow. A tracheotomy was performed and jet ventilation was applied. There was intra-operative cardiac arrest, the pt was resuscitated but had sustained anoxic encephalopathy and died.